Manufacturer narrative:
Title: af heartteam¿ guided indication for stand-alone thoracoscopic left atrial ablation and left atrial appendage closure authors: sacha p. Salzberg, thomas zerm, christophe wyss, david hürlimann, ivano reho3, georg noll, maximilian y. Emmert, roberto corti, jürg grünenfelder, wim-jan van boven; year: feb - mar 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, 20 patients which 14 (54%) of them are male with the age range of 65+/- 7, underwent left atrial appendage resection using a manual stapler. The patients were extubated in the operating room and transferred thereafter then pent the first night in the intensive care unit. Thereafter all patients were individually assessed for the intensive care unit or just to transit through the wake-up ward. After chest x-ray, patients were transferred to the regular ward on the same day in some, or on postoperative day one. Bleeding and pleural effusion(water in the lungs) are postoperative outcome to some patients that are reported.